Manufacturer narrative:
Although the complainant indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; and the relationship between the device and the event is unk. A review of the device history record and the product family complaint trend report is in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography procedure using an ultratome xl sphincterotome was performed (patient age, gender, and weight unk). According to the complainant, "when the physician was attempting to make a cut, the cutting wire broke." It was further reported that the physician removed the sphincterotome device and successfully completed the procedure with a second ultratome xl sphincterotome device. No patient complications were reported as a result of the event.